Manufacturer narrative:
During maintenance inspection the core of the transformer on the pkrf board was observed to be broken. In addition, minor scratches on the housing were observed. Review of fault log found error code 200 ref (B)(4) , one time indicated no rf failure [post check]. Try a new pkrf or cpu and error code 100 ref (B)(4), two times indicated software execution failure (watchdog reset). The generator software routines were interrupted unexpectedly by a watchdog reset. This can be caused by power ¿brown outs¿ or internal faults. The identified parts were replaced, device was repaired. The fault log has been cleared. The device passed all required testing and specifications. Based on evaluation findings, the reported issue was identified to be attributed to a faulty transformer on the pkrf board. The root cause of the faulty pkrf board was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
During an asset return planned maintenance inspection the core of the transformer on the pkrf board was found broken. There was no patient involvement. No user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device had been previously serviced by olympus therefore a service history review will replace device history record review. A review of the previous service performed on the device shows no abnormalities. Olympus will continue to monitor the field performance of this device.